Manufacturer narrative:
Pt code: no injury to the pt was reported. Device code: device separation is not labeled. Event eval: still under investigation.

Event description:
Initial complaint: part of the plastic came off and had to be recovered from the kidney. Description from complaint form: "surgeon made with a laser and flex. Urs device small fragments in kidney. He removed fragments step by step through the flexor sheath. Some fragments were only just big that they have suitable through the inner channel of flexor. After several times, surgeon noticed that a transparent foreign matter swam in kidney. He caught it and removed with basket. It seems to be a part of inner channel coating". A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.